Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code failure code 804:29 on channel b, which interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Baxter will continue to monitor similar reports to determine if further actions are required. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Correction. Incorrect aware date listed, this has been changed to the correct aware date of (B)(6) 2011. The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent.